Event description:
It was reported that the customer received an a13 alarm. Customer states temp basal was not programmed before the alarm occurred. Customer's blood glucose was 116 mg/dl. Assisted customer in performing a self-test and passed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.